Event description:
It was reported that customer was hospitalized with dka and currently is on insulin drip, disconnected from pump. Customer was instructed to change set and inject as per md. Troubleshooting performed and pump appeared to be functioning as designed.